Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, no egv or trend arrow on the g6 mobile app occurred. No additional patient or event information is available. No data was provided for evaluation; however, the attached photo confirmed the complaint. A probable cause could not be determined.